Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b5; h2; h3; h6. Event is now for dislocation and this device is not related to the reported event. MDR can be voided. Upon reassessment of the reported event, it was determined to be not related to the reported event. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a reverse shoulder revision approximately 10 months post-implantation due to dislocation. During the revision, the baseplate, tray, and bearing were removed for the dislocation, and new components were realigned and implanted. Implants from different systems were used. As closure was initiated, the incorrect bearing selection was recognized and the bearing was exchanged intra-operatively for the correct implant prior to final closure. Attempts have been made and no further information has been provided. As revision is for dislocation, reported product is no longer part of the reported event and can be voided.

Manufacturer narrative:
(B)(4). H6: proposed mechanical code - g04 head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that there was an unknown shoulder revision for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.